Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive during daytime use, while later functioning with tactile feedback and vibration; the user disclosed frequent application of hand lotion and was advised that residues on the skin can affect button responsiveness. Symptoms included no injury or adverse physiological effects. Outcomes included no clinical impact, no alerts or alarms, and no medical intervention or hospitalization. Investigation included customer care troubleshooting and user education focused on use conditions that can impair touch responsiveness. Investigation of this case revealed that environmental contamination on the user¿s hands was the likely contributor to transient button unresponsiveness, with the device otherwise operating as designed. It was concluded, based on previously established findings for similar reports, that user interface obstruction due to external substances was the probable cause.